Event description:
It was reported that the sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician deployed the closure device in the laa of the patient, but the position became too proximal, so the device was recaptured and removed from the patient. A new 33mm was used and deployed in the laa. Again this device was too proximal and needed to be fully recaptured and removed from the patient. At this time it was noted that the was was kinked. This device was removed from the patient and the procedure was ended with no closure device being implanted.